Manufacturer narrative:
The reported event is unconfirmed as lot dates printed on the boxes are correct, different lot number should have different lot exp dates. Visual evaluation noted received one photo sample that compares two boxes of guidewires side by side. No root cause could be found because the reported event was unconfirmed. DHR reviews is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the warehouse manager discovered that the expiration dates corresponding to different production dates on the guide wire outer packaging were different, and the expiration date of the one with a later production date was longer, see the picture for comparison. They questioned whether the goods were wrong and sought an explanation.

Event description:
It was reported that the warehouse manager discovered that the expiration dates corresponding to different production dates on the guide wire outer packaging were different, and the expiration date of the one with a later production date was longer, see the picture for comparison. They questioned whether the goods were wrong and sought an explanation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.